Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Rite electrical test failed ground bond resistance test (measured 99.000 ohm; allowable range .001 to .100 ohms): confirmed by review of the rite electrical test report and duplicated. Assignable cause was determined to be caused by the ground wire from the door assembly was not connected to the ground post connection inside the device. Found while troubleshooting the device. The ground wire connection for the door assembly will be connected during servicing.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a ground bond failed performance specification.